Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases, two side bail covers and the ring cover broken, the battery contacts compressed, two side bails and the ring missing and the battery drawer, liquid crystal display and the battery flex all contaminated. (B)(4).